Event description:
In 2007, the lay-user/patient contacted lifescan alleging that a one touch basic meter would not turn on. The patient indicated that the alleged meter issue started on seventeen days earlier, at 7:30 am. After the meter issue began, the patient developed symptoms of shakiness and blurred vision on and unspecified date/time. As a result of the alleged meter issue, the patient administered self-care by eating food and/or drinking a beverage. The patient denied receiving medical intervention and was not tested on another device. The alleged meter issue was not resolved with training. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient reportedly developed symptoms suggestive of hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, control solution, and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.